Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the atrial lead exhibited undersensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.